Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter/mother contacted lifescan (lfs) on august 15, 2006, alleging her daughter's meter had been displaying a low reading. A medical affairs specialist (mas) mailed a letter, since the user could not be reached for further clinical info. Medical affairs specialist listened to the recorded call and obtained the following info. User and family are on vacation. The pt has the meter for almost a year. Per mother, pt is erratic to some extent; however, did not go into detail. Mother was concerned with the heat and humidity with the meter and supplies due to the discrepancy with the readings. Mother feels that the test strips have been stored in a higher temperature range than required by lfs. During the day of the incident, the test strips were stored in the vial in a plastic bag while their stay. In 2006, at 10:45 pm, the meter displayed low glucose (below 20 mg/dl); however, the pt had symptoms, feeling thirsty and experienced frequent urination prior to testing. Mother treated her with a glass of orange juice and retested at 10:46 pm and obtained 476 mg/dl. Parents treated her conservatively with insulin (she is on a pump) due to the discrepancy with the readings. At 10:50 pm, she was 158 mg/dl, at 11:45 pm 407 mg/dl and at 11:46 pm 390 mg/dl. She was given 3 units of humalog at 9:50 pm, before the tests and another 0.8 units of insulin at 2:00 am. A quality control test was not done since the control solution was expired. The test strips looked in good condition and was opened a couple of days ago and is not expired. The technique of applying blood on the test strip was correct. The pt did not seek any medical attention or contact her physician due to the issue. The pt did not test her blood glucose on another device. Parents are planning to purchase a new meter due to the discrepancy of the readings. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident and whether the pt felt better after taking the insulin. Customer care advocate (cca) sent the pt a replacement meter, strips and control solution. The complaint is being reported since the pt had symptoms that suggest she was hyperglycemic while her initial reading did not correlate these feelings.